Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
This emdr is being submitted for unknown number of quantities reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6)2025. Patient reported that infusion set tubing was difficult to attach and remove from site and patient was unable to remove infusion sets from body due to issue. No further information is available.